Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
Patient underwent an orthopedic salvage system revision procedure approximately eight years post-implantation due to unknown reasons.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products : 150467 oss 9cm diaphyseal segment, lot # 289150, 150476, poly tibial bushing, lot # 143560, 150477, poly femoral bushing, lot # 050320, 150478, oss poly lock pin, lot # 143560, 150465, oss 5 cm diaphyseal segment, lot # 508870, 150479, oss reinforced yoke, lot # 125790, 150355, oss 7 cm segmental femoral lt, lot 203000, 150367, oss cemented im stem, lot # 240470, 150480, oss axle, lot #178390. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04425, 0001825034 - 2019 - 04426, 0001825034 - 2019 - 04427, 0001825034 - 2019 - 04428, 0001825034 - 2019 - 04429, 0001825034 - 2019 - 04430, 0001825034 - 2019 - 04431, 0001825034 - 2019 - 04432, 0001825034 - 2019 - 04433.

Manufacturer narrative:
Product is not available for review. No device or photos were received; therefore the condition of the device is unknown. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause of this event remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.